Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30269517l, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent pulmonary vein isolation (pvi) procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The surgery was performed and was uneventful. The patient had no affusion after case. On post procedure day 2, there was fluid accumulating around the heart and it had to be drained. The patient required extended hospitalization to be monitored for any fluid accumulation and their condition has improved. The physician doesn¿t believe this is related to biosense webster product. Thus the cause would be the procedure. Transseptal puncture was performed, most probably with brk needle. There was no evidence of steam pop. Flow settings of thermocool® smart touch® sf catheter were set as prescribed in the instructions for use (IFU) at 2ml/min slow flow, 8 ml/min fast flow up to 30w and 15ml/min fast flow for 30w. Dashboard, vector and visitag were used for force visualization. Vizitag stability settings were 3mm, time 3sec, force over time (fot) 25% with min force 3g. No additional filters. Tag color by ablation index of 380 posteriorly, 500 anteriorly.